Event description:
A customer reported error message ¿2012 air detected (diluent)¿ while running patient samples on the aia-360 analyzer. Technical support specialist (tss) instructed the customer to perform three primes and a wash nozzle prime, but the error persists. Tss also instructed the customer to replace the diluent filter which resolved the error. The customer called back and reported ¿(ds) insufficient diluent flag,¿ although the diluent was full and the tubing was not bent nor kinked. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduced the complaint by attempting to prime the diluent. While troubleshooting, fse found no diluent flowing into the diluent well. Fse resolved the complaint by replacing the diluent pump. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 12nov2021 through aware date 12dec2022. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: list of error messages states the following: (2012) air detected (diluent) description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The aia-360 operator's manual under section7-2: list of flags states the following: (ds) insufficient diluent is generated when an insufficient diluent has been detected. The operator is instructed to replenish the diluent and repeat assay. The most probable cause of the reported event was due to the faulty diluent pump.